Event description:
On (B)(6) 2025, the user reported a cracked touchscreen on their ilet device but did not recall when or how the damage occurred. The screen remained functional, and there was no injury reported. The agent explained that the device would no longer be watertight and recommended replacing it to prevent future issues. A replacement ilet was arranged, and the user confirmed shipping and return details. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.